Event description:
This patient had 8 cypher stents implanted in 2006. One year and eight months post index procedure, the patient complained of chest pain. A coronary angiography was conducted and thrombus was observed with the 5th cypher (3.5 x 33). To treat the thrombus, aspiration was done as well as balloon angioplasty at 24atm. In-stent restenosis was also observed in this 5th cypher by ivus. Five days later, the patient complained of chest pain once again but it was recovered by taking nitro. A coronary angiography was conducted at this time, and it was confirmed that all of the stents were patent. The physician diagnosed a spasm of the rca. Eight days later, the patient recovered and was discharged from the hospital. The target lesions were the proximal right coronary artery (rca) to the posterior lateral (pl), the posterior descending (pd), and the left main (lm) trunk to the mid left anterior descending artery (mlad). The rca to the pd ws a de novo, eccentric, bifurcated, flexed, chronically totally occluded, type c lesion. The lesion length was 120mm and the vessel diameter was 2.5 - 3.25mm. The pd was a de novo, eccentric, bifurcated, type c lesion. The lesion length was approximately 30mm and the vessel diameter was approximately 2.5mm. The lm to the mlad was a de novo, eccentric, bifurcated type c lesion. The lesion length was 50mm and the vessel diameter was 3.5mm. The rca to the pl was pre-dilated with a balloon at 14atm for 5 seconds. In total 5 cypher stents were implanted from the distal end of the pl and each was implanted proximally to the previous implanted cypher stent overlapping it. The 1st cypher (2.5 x 28mm) was implanted in the pl at 16atm for 3 seconds, then the 2nd cypher (2.5 x 23mm) was implanted in the pl at 16atm for 4 seconds, next the 3rd cypher (3.0 x 33mm) was implanted in the distal rca to the pl at 20atm for 4 seconds, following the 4th cypher (3.5 x 33) was implanted in the distal rca at 16atm for 4 seconds and finally the 5th cypher (3.5 x 33) was implanted in the proximal to mid rca at 20atm for 3 seconds by kissing balloon technique. Ivus was conducted and the residual % of stenosis was 0. The pd was pre-dilated with a balloon at 14atm for 5 seconds. The 6th cypher (2.5 x 28mm) was implanted at 20atm for 4 seconds by t-stenting due to the fact that this was a bifurcated lesion. The stent was post-dilated at 20atm for 3 seconds by kissing balloon technique. Ivus was conducted and the residual % of stenosis was 0. The lm to the mlad was direct stented. The 7th cypher (3.0 x 19mm) was implanted at 22atm for 3 seconds and then the 8th cypher (3.5 x 23mm) was implanted proximally to the initially implanted 7th cypher overlapping it. The stents were post-dilated with a balloon at 16atm for 3 seconds. Ivus was conducted and the residual % of stenosis was 0. Physician's comment: the possible cause of the thrombotic event was the patient's constitution, not the product.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Any additional information will be submitted within 30 days of receipt.